Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the female pt came from another facility. A small piece of epidural catheter approximately 2.5 - 3cm was found. The record stated the catheter was originally removed on (B)(6) 2009 and that the catheter was intact. The catheter was originally used for surgery. No description of the surgery was provided. The piece that is retained in the pt will not be removed. There are no further details available. Additional info received on 8/27/2010 from the hospital stated the epidural catheter was originally placed at this same hospital. The pt had a CT scan and the piece was present in her epidural space. It has been determined that the piece will not be removed. There are no further details available.